Manufacturer narrative:
Device evaluated by MFR.: promus element plus,mr,ous 2.75x32mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. A 0.014" test guidewire was loaded without issue. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The patient presented with angina pectoris and pyloric canal stenosis. The 90% stenosed, 32mm x 2.75mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.75x32mm promus element plus drug-eluting stent was advanced for treatment. The haemostatic valve was fully opened to allow for easy passage of the stent. However, during advancement, significant resistance was felt and the stent struts were lifted up and could not be used normally. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The patient presented with angina pectoris and pyloric canal stenosis. The 90% stenosed, 32mm x 2.75mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.75x32mm promus element plus drug-eluting stent was advanced for treatment. The haemostatic valve was fully opened to allow for easy passage of the stent. However, during advancement, significant resistance was felt and the stent struts were lifted up and could not be used normally. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable.